Manufacturer narrative:
(B)(6). Investigation summary: unconfirmed, no sample received. Investigation conclusion: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: based on the investigation conclusion the defect occurred due to misuse of the combination product. Rationale: complaint is unconfirmed.

Event description:
It was reported that the consumer was unable to use ultrasafe b100l ng green bulk amg. This was discovered during use. The following information was provided by the initial reporter: patient reported that she followed the instructions and left the syringe behind the green device. She couldn¿t withdraw it, nor return the syringe [needle] for the injection administration.